Manufacturer narrative:
It was reported to draeger that the m540 conducted multiple restarts while on a patient. Through log analysis, it was confirmed that the device did perform restarts on the patient, but the logs could not provide the cause of the reboots. The information provided in the complaint was analyzed. Additional information regarding the details on the patient condition and other event details were requested but not provided. The device was returned to the draeger medical repair center and during testing, the device failure was repeated. The m540 displayed "wd" watchdog error when the c02 sensor was plugged into the device, and the m540 rebooted. The draeger medical repair center changed the device power board, and the device functioned afterwards. It was also noted that there was damage to the bottom shell/power board and end caps. The device is scheduled for repair and will be returned to the customer once the repair is completed.

Event description:
It was reported that the m540 performed various restarts on the patient. No injury or other patient consequences have been reported.

Event description:
It was reported that the m540 performed various restarts on the patient. No injury or other patient consequences have been reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation. H3 other text : on going.